Manufacturer narrative:
The pad-pak was first installed successfully in may 2010 and performed to specification up to the 2nd august 2015. An increase in voltage suggests a fresh pad-pak was installed. Multiple manual power ups one of ten minutes duration were recorded between on the (B)(4) 2015. Investigation found the reported fault can be attributed to membrane failure. The manual power ons recorded would suggest the device was switching on automatically and the user had intervened by switching the device off via the on/off button, therefore only one ten minute time out was recorded. The fault was witnessed during the investigation. The fault could not replicated with a new membrane fitted. Slight voltage fluctuation was observed over the pogo pins. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.